Manufacturer narrative:
The biomedical engineer reports that the gf-210ra multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is displaying "check water trap" message and stops monitoring patients. The biomedical engineer tried troubleshooting the issue by replacing the water trap and tubing with no success. The customer stated that this issue only happens when using slater brand nasal cannula devices. It was noted, that the same nasal tubing has been used for years without any issue. Nasal cannula's from different lot numbers were tried and tested with no change in the issue. The biomedical engineer tried several water traps from different lot numbers and found that water traps from lot # asec-f001 were causing the issue. Once water traps from a different lot # were used the problem did not persist. Customer is using drager brand water traps. All water traps that would not work were sent back to their supplier. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the gf-210ra multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is displaying "check water trap" message and stops monitoring patients. The biomedical engineer tried troubleshooting the issue by replacing the water trap and tubing with no success. The customer stated that this issue only happens when using slater brand nasal cannula devices. It was noted, that the same nasal tubing has been used for years without any issue. Nasal cannula's from different lot numbers were tried and tested with no change in the issue. The biomedical engineer tried several water traps from different lot numbers and found that water traps from lot # asec-f001 were causing the issue. Once water traps from a different lot # were used the problem did not persist. Customer is using drager brand water traps. All water traps that would not work were sent back to their supplier.